Event description:
It was reported that there was an issue with the pump's touchscreen being slow to react and sometimes performing unwanted actions. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received information to perform a complete pump reset from technical support, which resolved the issue, as the pump passed all subsequent tests.